Manufacturer narrative:
During the review of the customer supplied data files, thermo fisher scientific identified one (1) false positive out of 58 samples in the run. The false positive was attributed to an air bubble in the reaction well that popped early in the pcr thermocycling. This resulted in non-specific amplification that crossed the threshold and caused a false positive result for the well. The air bubble was caused due to inadequate centrifugation of the qpcr plate. Customer was advised to ensure that centrifugation parameters are followed per page 38 of the IFU ( man0019181, rev. J.0) to avoid recurrence of the issue.

Event description:
Due to users inadequate centrifugation of the qpcr plate, on (B)(6) 2021 the customer reported a false positive result for one (1) sample while running the taqpath¿ covid19 combo kit. Subsequently, upon re-run of the sample, the result was confirmed negative. The customer did not report any serious injuries or death. Thermo fisher was not able to confirm whether or not the false result was reported to the physician and/or patient.